Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Two samples were received for evaluation. Sample was received in decontaminated without the original packaging and inside a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Blue clip missing, no damage was found on the components, no contamination or conditions that may cause failure mode reported. The sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. Sample passed the accuracy test; thus, the reported failure mode is not confirmed. Root cause cannot be determined. No actions were required since the complaint was not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, under infusion of IV antibiotic medication was noted. No adverse effects were reported.